Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a compact plus meter, within 10 minutes: hi (>600 mg/dl) and 241 mg/dl no adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.